Event description:
Report received from the USA stating that the device had damaged wiring. It is known that the device was not being used in surgery. It is unknown if injury or medical intervention occurred. The date of the event is unk. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).